Event description:
It is reported that upon impaction of the liner for bf tm reverse total shoulder arthroplasty, the surgeon noticed the nipple of the impactor had broken off.

Manufacturer narrative:
Evaluation summary: as returned, the peg on the poly impactor has fractured off at its base. The fractured component was not returned for review. The usage history of the device is unknown as well as how it was aligned before impaction. The root cause of the issue is unknown but a likely contributor to failures of this nature is off-axis impaction. The device has a potential field age of between 2 and 3 years. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.